Event description:
Medtronic received information that unexpected suspend [low sg], device test failed occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No prime/fill anomaly noted during testing. Device communicated properly with the glucose sensor simulator and the guardian 2 link. The low settings was set to 90 mg/dl. Calibrated a test value of 85 mg/dl. After the calibration was completed, the low suspend alarm functions properly during testing. No unexpected low suspend alarm noted. No communication anomaly noted. The suspend delivery feature functions properly. No suspend delivery anomaly noted. Device uploaded properly using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment.